Event description:
Per biomed: during use, unit will go blank, shuts off and will not re-boot.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown is unconfirmed. The sr8 was charged to 100%, unplugged, and ran for 3+ hours down to 0%. The sr8 functioned properly without an abrupt shutdown. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.